Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
Additional infortmation: d1: part number identified upon receipt of device.h6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.